Event description:
It was reported that during a gastric bypass procedure, after firing on the stomach to create the pouch, only the beginning and the end of the staple line was complete. Across the whole line the stapler cut the tissue, but in the middle there were no staples formed. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.